Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (Lia) rv lead integrity alert warning occurred for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2015. Rv lead impedance was 4047 ohms on (B)(6) 2015 sensing integrity counts went up to 5165 (within 7 days) along with high rate-ns episodes and evidence of oversensing on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's lead had high impedance and a fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.